Event description:
The cordless driver 3 was returned to service due to getting warm during a routine service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.